Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that during routine follow up this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture, it was then found to be dislodged using x-ray. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement, high pacing thresholds and loss of capture. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during routine follow up this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture, it was then found to be dislodged using x-ray. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects. The product was returned for analysis.